Manufacturer narrative:
(B)(4). Date sent: 12/3/2024 d4 batch #: unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic hepatectomy, cutting the surface of the liver, an error occurred. Checking the tip of the blade, it was broken. The broken pieces were collected from the abdominal cavity of the patient. The device did not touch any metal. The device was used as usual. The doctor thought the device was broken without his knowledge. There was no bleeding. The device was used on a liver. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.